Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) was 500mg/dl. The patient stated that they changed the site and did not take a bolus and then their bg was 548mg/dl. The patient then woke up and took a bolus and the bg came down to 431mg/dl. Customer support (cs) had patient take a bolus and bg was 387mg/dl. The patient stated that they did not understand the he could use the ezbg feature and taking insulin only when eating. The patient is now using ezbg feature appropriately. This report is being made due to hyperglycemic event due to patient unaware of proper use of ezbg feature.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient unaware of proper use of ezbg feature).

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the pump's black box data from the date of the alleged issue had been overwritten due to continued use of the pump. The current black box data showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. An ezbg bolus was performed for the investigation and the feature was found to be functioning properly. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.